Event description:
Customer reports that: "patient complained about reoccurring symptoms of hydrocephalus (headaches). A study was performed resulting in a decision to revise valve. Valve at the time of explants, valve seemed to work but physician requesting for normal tests to be performed on valve and results reported to rep/physician".

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.